Event description:
The customer called technical support (ts) reporting that just before use on a patient, an me powered on the device and observed "backup alarm failed" alarm. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered at power on, right before patient use, and the device was switched out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. The reported phenomenon was not duplicated. The fse replaced the cpu for preventive measures. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
Reporting institution phone number - (B)(6).

Manufacturer narrative:
The removed cpu pcba board was returned to the failure investigation lab (fi). A visual inspection of the cpu pcba board revealed no evidence of damage or contamination. The fi technician installed the cpu pcba board into a fi ventilator to duplicate the reported issue. This piezo buzzer (ls1) was failing intermittently due to the insulation resistance was out of specification.